Manufacturer narrative:
The evaluation found no damage to the lens optic, however, one of the haptic was found bent.

Event description:
The doctor found a crack in the lens upon opening of the lens carrier.